Manufacturer narrative:
Manufacturer date: 11/04/2014. Method: no product was returned. Conclusion: physical damage prior to use. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and health hazard evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from february 2014 through january 2015. A significant trend was observed and is being investigated. Trending analysis for the product code of ''load not recalled" was reviewed from february 2014 through january 2015 and are within the dpmo control limits. Trending analysis by lot number was reviewed from 11/04/2014 to 02/19/2015. There were no significant trend observed. The fmea was reviewed and indicates that the rpn associated for the failure mode is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Thirty-two (32) retains bis were subject to functional evaluation. Thirty-two bis met specification as no growth was observed after incubation. Also, no damage or leakage was observed with the retains. The assignable cause is "physical damage." The customer stated the chemical indicator (ci) disc changed to a gray color and the bi was wet. The gray ci indicates that the ci was exposed to adequate sterilant, however, there was moisture present on the ci disc at the time of processing. If moisture is present, the h2o2 sterilant reacts with the moisture to eliminate the ink coating on the disc ultimately exposing the silver of the disc's raw material. Moisture on the bi indicates fluid leakage and pre-existing ampoule damage. Physical damage on the media prior to procesing in the sterrad® can lead to a positive bi. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the IFU. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 17 hours. After sterilization the chemical indicator (ci) appeared a discolored grey color and the bi was wet indicating there may have been media leakage from the vial. The previous and subsequent bi results were negative. The load included a stryker 1188 camera that was used on a lap cholecystectomy procedure. The patient is reported to be fine. There was no patient infection, injury or harm associated with this issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4).